Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath (sensh1628w) was intended to be used as a conduit during an unknown procedure. It was reported during the index procedure; insertion difficulties were encountered. The sheath tip was twisted, leading to vascular damage and perforation during insertion. Compression and hemostasis were performed to address the issue. The sheath was replaced with a non-mdt sheath, and the procedure was successfully completed. Per the physician the insertion difficulties and twisting were due to a device malfunction no additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Photo evaluation summary: two (2) images were received showing deformation to the sentrant sheath tip. The tip is partially oval in shape with an indation to the material. The reported deformation in-vivo was confirmed through image review. B5; additional information received: it was reported that there was no damage to the device or its packaging. Additionally, no vessel calcification or tortuosity was noted that could have caused the reported insertion difficulty. It was confirmed that partial damage to the vascular intima occurred upon removal of the device from the patient. No intervention was performed other than compression hemostasis. The sentrant sheath tip twisted during first insertion and there was no other device being passed through the sheath at the time that could have caused the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.